Event description:
Procedure: ni. Reportedly, during the procedure a burn inside the right cheek of the pt was noticed. It was not known how the pt was medically treated. Further information has been requested.